Event description:
While performing a tonsillectomy the celon breath probe would not work for the doctor.what was the original intended procedure?tonsillectomy.device #1is this a laboratory device or laboratory test?no.